Manufacturer narrative:
Additional information: d4, h4, h6. The reported infection could not be confirmed as no pathology report was provided for review. The patient received an initial tmj implant (ID# (B)(6)), which was later removed following a confirmed staphylococcus infection, though no device malfunction was reported. A replacement implant (ID# (B)(6)) was subsequently used but also had to be removed due to recurrent infection; despite a perfect fit, the patient experienced ongoing swelling, drainage, and a draining fistula, with cultures revealing multiple unidentified bacteria. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the tmj implants were removed due to infection.